Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes coma. The caller stated that there was supposed to be a hurricane and the customer was upset about it. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer stopped using the sensors six to eight months prior to passing. The caller stated that there were diabetes complications however the caller did not know the specifics. The caller stated that they do not know the whereabouts of the customer's insulin pump.